Event description:
It was reported that bd insyte autoguard winged is unable to connect. The following information was provided by the initial reporter: the catheter hubs have extra plastic on the luer connector preventing a well seated connection that leads to leaks, requiring the staff to restart ivs. The product has been retained. (B)(6): it is mentioned "there have been two reported events", was it with different patients? Yes can you please provide an exact date of event in format dd-mmm-yyyy for both events? 11/7/2024 and 11/5/2024, apparently there were more events before this but these are the 2 that I was made aware of. When was this defect observed? During or before use? After the problem was noticed when the IV tubing was unable to be connected properly. What was the impact to the patient? They had to get stuck again with a new IV. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Patient was needlessly stuck again. No injury to the staff.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: the complaint of a damaged catheter adapter was confirmed and the cause appeared to be manufacturing related. Two 20g insyte autoguard winged IV catheters were provided for investigation. Deformation was observed in the threaded area of the catheter adapter, which likely prevented a connection with a luer lock device. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information